Event description:
Information received indicates the call bell is not working and the patient cannot hear a response to a normal call in the room.

Manufacturer narrative:
The technician found loose pins in the communication cable. The technician repaired the loose pins and installed a cable saver to repair the bed.